Event description:
A 38-yr-old female was admitted for pelvic pain and endometriosis. On 9/28/95, the pt underwent total abdominal hysterectomy, removal of right ovary, exploratory laparotomy and lysis of adhesions. Drain was placed. On 10/2/95 the drain was removed, but upon removal, the drain broke. The pt was taken back to the or on 10/3/95 for removal of drain.